Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient was found down at home. Ventricular assist device (vad) coordinators were not notified at the time and were unable to ask any further questions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not conclusively be determined through this evaluation it was reported that hmii lvas, serial number (B)(4), was not explanted and will not be returned for evaluation. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2014. No further information was provided. The manufacturer is closing the file on this event.